Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3: product analysis found, could not confirm the requested phenomenon, but confirmed that a noise occurred during the operation of the handpiece. Upon conducting an internal inspection, it was confirmed that parts such as the bearing had deteriorated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the device had malfunction, drilling was possible, but it cannot be fixed in places where it wants to be scraped, so the disposable becomes wobbly. The vibrating device was not used on patient. There was no patient impact.